Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call keypad anomaly and motor error alarm. Customer's blood glucose reading was 185 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected button error alarm or motor error alarm was noted. The insulin pump passed the displacement test, rewind test and basic occlusion test. The motor was tested outside of the device and passed. The insulin pump had intermittent escape and down arrow button response due to flattened dome switches. The insulin pump was unable to prime due to a faulty force sensor resistor. The insulin pump was received with a cracked display window, cracked case at the display window corner, broken reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a broken belt clip slot.